Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients lead had migrated. It was noted that patient was not able to get enough pain relief. The patient underwent a lead explant procedure and the device will not be return.